Event description:
It was reported that 6 days after the initiation of a heparin infusion on the medical/surgical ICU, the heparin IV tubing was found to be cracked at the end of the tubing at the connector. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 250ml IV bag of heparin sodium in 5% dextrose injection lot j7l129n exp: march 2020 made by b-braun; 250ml IV bag of fentanyl 20 mcg/ml in 0.9% sodium chloride lot 17i12v832 exp: december 3, 2018 made by baxter. The customer¿s report that the tubing cracked ¿male luer¿ was confirmed. Visual inspection observed that the male luer collar of the primary suspect set was cracked. Closer inspection under magnification observed tool marks on the collar of the set. Due to the broken luer collar, functional tests could not be performed. The root cause of the male luer crack could not be definitively determined.

Manufacturer narrative:
Although requested, the affected product has not been received, and patient information was not provided. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 6 days after the start of an infusion on the medical/surgical intensive care unit, the heparin IV tubing was found to be cracked at the end of the tubing at the connector. Fentanyl was also infusing via a different tubing. Both sets had cracks. No patient harm was reported.